Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the arch and screen did not turn on. Upon troubleshooting, fse diagnosed power issues with ups and mpdu in cabinet m, leading to voltage supply failure. Despite replacing a faulty ups fuse, ups still wouldn't function. Pdu replacement and reconfiguration were done, but arch remains still. To resolve the problem, fse replaced two amc triple servo drive and geo io box and return the part for further analysis, and it found upon visual verification, the top enclosure is bends. After repairs were completed, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.